Event description:
Caller reported performa blood glucose results of hi, which on the system indicates a result in excess of 33.3 mmol/l, and a venous lab result of 10.35 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).